Event description:
The pt called alleging that the test strip was damaged and received an error 5 message on the meter. She went to see her md and the md did not treat her. No info on what the reding was on the md's meter. Ccr was able to resolve the error 5 issue with the pt. Medical affairs is reporting this case as a strip malfunction, since the test strips were damaged.